Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this device showed a decrease of approximately 4.5 years within about a years time. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering analysis of device data determined that the device is high rate atrial sensing at an average rate of 353 bpm. High rate atrial sensing can cause an increase in power consumption. The device also has minute ventilation (mv) enabled, and if the signal artifact monitor (sam) is enabled it can consume an additional power. A ts consultant discussed programming options to reduce the power consumption by programming the device to a non-atrial based brady mode, turn off the atrial sensing lead, and to disable mv/sam. This device remains implanted and in service. No adverse patient effects were reported.